Event description:
The user facility reported that a screw from the canopy of their harmonyair g-series surgical lighting system fell into the sterile field. The sterile field was re-established and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived on site to inspect the unit. Upon the technician's arrival, the user facility biomed had already re-installed the screw. The lighting system subject of the event was installed in 2017 making it approximately 8 years old and is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The harmonyair g-series surgical lighting system operator manual states, "warning peronal injury hazard and/or equipment damage hazard safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the regular performance of routine maintenance. Contact steris service engineering to schedule preventive maintenance." The technician counseled the user facility on proper preventive maintenance activities. No additional issues have been reported.